Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 1996. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The head, liner, and locking ring were revised.